Event description:
During a routine hemodialysis treatment, it was reported that the operator experienced venous air alarms that could not be resolved. After more than 15 mins spent troubleshooting the air alarms, a high venous pressure alarm occurred, it was determined then that the blood in the venous line was clotted. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No med intervention was required.